Event description:
It was reported that on (B)(6) 2007, patient had posterior lumbar fusion surgery and was implanted with matrix construct at l3-s1. On an unknown date the patient fell, heard something pop and returned to the surgeon for examination, x-rays and MRI. The surgeon determined that the two locking caps at l3 had backed out. The surgeon returned the patient to the operating room on (B)(6) 2013, removed all eight locking caps, two titanium rods, and two pedicle screws at l3. The removed hardware was replaced with eight new locking caps, two new cobalt chromium rods and two new pedicle screws. Patient status is unknown. Report 3 of 6 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. DHR review found 1 ncr no. 1025069 for lot 6479571, part no. 04.634.760, the operator inadvertently ran 04.634.750 instead of 04.634.760. Product was split to new work order with correct part number 04.632.750 and lot 6503378. Qa re-inspected parts 100 percent to new split work order prior to release. Ncrs nonconformance is not relevant to complaint condition because length of thread would not cause locking caps to loosen when patient fell. Product was also reworked - re-packaged - for line through text, this re-packaging will have no affect on complaint condition and will not affect the function of device.

Manufacturer narrative:
Device is used for treatment, not diagnosis b)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional narrative: manufacturing evaluation was completed on 11/12/2013. Manufacturing evaluation performed; complaint category is relevant to the locking cap, not the 04.634.750 screw in this complaint. 7.0mm ti matrix reduction screw received assembled with nicks and scratches on the inner and outer area of the body with the reductions tabs removed (per design). The collet shows no visual signs of rod slippage. The body has nicks and scratches on the internal thread and lead thread has tear. All described nonconformities are post manufacturing. With the body having multiple issues of damage to the threads, the minor diameter and pitch diameter cannot be measured, with both issues being post manufacturing, complaint is invalid from a manufacturing perspective.

Event description:
This is report 3 of 6 for complaint (B)(4).